Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 11-nov-2022 to 10- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer's controllers were not working. A field service engineer replaced drawer controllers and performed an inspection. After the repair, the inventory was checked, and the test results were confirmed as ok.

Event description:
It was reported by the customer that the pyxis medstation es system had failed cubie drawer, preventing user from accessing the required medications. The customer stated that the nurse had a work around to retrieve the affected medications from a different station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a failed drawer. A field service engineer replaced drawer controllers and inseparable magnet to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system had failed cubie drawer, preventing user from accessing the required medications. The customer stated that the nurse had a work around to retrieve the affected medications from a different station to prevent patient care delay. There were no adverse events or injuries reported based on this incident.